Event description:
It was reported that a pt underwent a sling procedure in 2007. The sling was successfully inserted but excessive venous bleeding occurred from the right side incision. The pt was sutured and packed for pressure. The estimated blood loss was 500-700 cc. Patient was not on anticoagulants. No transfusion was required. The patient was discharged home four hours after the procedure in stable condition with no further intervention planned.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.